Manufacturer narrative:
Section a1-a4: patient information was unavailable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that b1 alarms occurred on a patient on centrimag support. The patient was in the intensive care unit at the time but was noted to not have experienced an adverse event due to the alarms. It was recommended for the center to switch to a backup console and perform battery maintenance. It was reported no patient information was available. It was later reported that the centrimag console was exchanged and the b1 alarms were had fully resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a b1: battery module alarm was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information for this event indicates that the console was exchanged to resolve the alarm, and that no adverse patient events occurred as a result of the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b1 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.